Event description:
It was reported that customer installed system in the operating room and when the patient arrived at the service, it was already giving a full alarm and the dressing was empty. The whole dressing was done again replacing the dressing and the reservoir and returned to give the same alarm of full reservoir without it being full. The customer replaced the reservoir again and after a few hours it gave the same alarm again. A nurse decided to drill a small hole with a needle in the reservoir filter and stopped giving the alarm. To complete the case was necessary to do the dressing again and it was done again with renasys. No more complications were reported.

Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. We have been unable to establish a relationship between the device and the event reported event or determine a root cause on this occasion. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past three years. Our clinical investigation concluded: based on the information provided, after two previous attempts, the nurse decided to drill a small hole with a needle in the reservoir filter and the alarm stopped. According to the report, the dressing was re-applied and the procedure completed with the renasys. Since there was no reported harm or injury to the patient; no further clinical/medical assessment is warranted at this time. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The IFU for renasys has been reviewed and contains comprehensive guides on the operation and use, including steps to be taken in the event of a false alarm activating. The IFU does not endorse in any way the piercing of the filters. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.